Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error . The customer¿s blood glucose level was 327 mg/dl at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer reported that a motor position encoder error was found in the insulin pump alarm history. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: unit received with no button response due to flattened act button keypad dome. Button keypad connector was found closed properly during visual inspection. Drive support disk was inspected and no anomaly was noted. Unable to verify motor position encoder error alarm on alarm history screen due to keypad anomaly. Unable to perform functional test due to keypad anomaly. Unable to verify motor error alarm due to keypad anomaly. Motor passed motor test. Unit had minor scratched lcd window and cracked reservoir tube lip

Manufacturer narrative:
The correct information has been provided with this report.